Manufacturer narrative:
The device was tested on the bench and using automated testing equipment and no anomalies were found.

Event description:
It was reported that the patient expired at his home. Cause of his death is stated as myocardial infarction. There is no known allegation from a health professional that the death was related to the device.